Manufacturer narrative:
Visual inspection was performed on returned meter. No issues observed. Inserted batteries, meter did not turn on with button depression or with retain strip. Attempted to download meter data, however communication was not successful and the meter display was blank. Meter was then de-cased and internal visual inspection of pcba was performed. Observed the following components were missing: diodes d3, d6 and d9, and esd suppressor x1. This damage is consistent with the components being forcibly removed from the pcb. Pqe removed the battery retaining bracket and performed a visual inspection of the battery contact pads. Deep scratches were observed which were not consistent with battery insertion or removal. The scratches are consistent with the user removing the battery door and inserting a tool into the battery compartment. This is the most likely cause of the components being torn from the pcba. Therefore, this issue is not confirmed to use.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.